Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. The lead was exhibiting high impedance measurements. A new endotak lead was implanted.